Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s cgm displayed a highest glucose value of 312 mg/dl while using an ilet system with an inset infusion set on the abdomen and an fsl3+ cgm; the patient¿s sister, observing remotely, expressed concern about the high glucose and noted the patient has dementia, tends to drink soda throughout the day without announcing meals, and had approximately 16 units remaining in the cartridge. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by a third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with relevance to user interface considerations. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.